Event description:
The initial reporter questioned high results for multiple patient samples tested for sodium (na) on a cobas 8000 ise module. The customer pulled "all" patient samples that were run on (B)(6) 2023 and repeated them. Corrected reports were issued for 22 patient samples. The customer provided an example of discrepant results for 1 patient sample. The initial result was 164 mmol/l. The repeat result was 154 mmol/l. The technician noted that the results were "a little higher" than expected and repeated the sample on a different module with a result of 140 mmol/l. This result was believed to be correct. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer did not provide any qc data. The customer stated qc was acceptable. The sample was spun down for 7 minutes. This spin time may be shorter than recommended. The field service engineer (fse) replaced the sample probe and syringe seals, adjusted the gear pump pressure and flushed the wash station of the probe. Calibration and qc were acceptable. The service maintenance actions resolved the issue.